Event description:
It was reported that the patient experienced ineffective therapy. Additionally, the patient experienced undesired stimulation, shocking sensation, falls due to numbness in extremities and balance issues, difficulty walking, pain and incontinence. Reportedly, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.